Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder was not working at the end of the procedure, it stopped working. The hospital reported that the power supply was acting weird, but tested the power supply and cable and they were fine, so they concluded it was the tissue welder. No replacement was used as the procedure was already completed. There were no patient effects. The product will not be returning.

Manufacturer narrative:
Method: after the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed and the complaint could not be confirmed. Results: a lot history record review could not be completed since the lot number could not be obtained. The reported failure mode is currently being investigated in our CAPA process. (B)(4).